Event description:
The customer reported to olympus, there was no image on the evis lucera ultrasonic bronchofibervideoscope. The event was observed during preparation for an unspecified diagnostic procedure. The device problem did not result in a procedure delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found connecting tube is dented, connecting tube is corrugated, the electric contact on ultrasonic connector is worn, the insulation resistance value between evis connector and us connector is short of standards due to the broken ultrasonic cable cover, the aspiration quantity is out of standards due to the broken channel tube, waterproof failure due to the broken channel tube, control unit is dirty, angulation in the up direction is out of standards due to the worn angle-wire, scope connector is corroded, electrical connector is corroded, there is shadow on the image due to the broken charge-coupled device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The reported event (loss of image) was unable to be reproduced during the device evaluation. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.